Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. It is unknown if the sample is available for further evaluation. An attempt has been made to obtain additional information and sample availability. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the product cracked and leaked after 24-48 hours of use. Limited information provided. No injury reported.

Manufacturer narrative:
(B)(4). Two (2) used caresites without packaging were returned for evaluation. Visual examination of both caresite noted a vertical crack through the female threads. No other visual defects were noted. Both caresites were pressure tested per specification with failing results as leakage was noted at the crack location of both caresites. The reported defect of caresite leakage was confirmed. An alternate resin material was qualified to make the caresite. The reported item/batch was manufactured before the start of the new product material. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.